Event description:
The chair veers to the right. Dealer advised not allowing patient to use the chair any further. Additional reportable event prid# (B)(4); battery indicator does not work properly and causes chair to stop with end user not being .

Manufacturer narrative:
No electrical output brake disengages with motor fault.

Event description:
No out put electrical brake disengages with a motor fault.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.